Manufacturer narrative:
Getinge field service engineer (fse) found at the scene that the monitor screen flickered intermittently, but no damage was caused. The fault was resolved after replacing the connecting cable.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during non-use the cs100 intra-aortic balloon pump (iabp) unit was found that the monitor screen flickered intermittently. There were no damages cause, and no patient involvement.